Manufacturer narrative:
The device was evaluated by the MFR and the device heated up due to corrosion inside the upper bearing on the driveshaft and inside the spindle housing. The device will be repaired and returned to the customer.

Event description:
It was reported that the drill was getting warn during testing prior to a procedure. There was no pt involvement and no adverse consequences reported.